Event description:
The patient confirmed that stimulation was turned on and that it was normally set at 0.6. However, the patient was not feeling stimulation. The patient was increasing stimulation, but still not feeling it. The patient tried to increase it to 1.10 and was not feeling stimulation and noted that this was unusually high and did not want to increase it further. Indication for use included rsd/causalgia-complex regional pain syndrome.

Event description:
Additional information received from the patient reported that the patient was very happy with the help that she received to resolve the loss of stimulation sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.